Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was returned by the customer. It was reported that the "alaris tubing at the inter-chamber area, with the tubing forming an aneurysm, causing blood to back up into the entire system". The photo shows the tubing with a bulge/balloon in the pumping segment, and also blood in part of the set. The customer complaint can be verified. The root cause of this failure was not identified as no product was returned. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the bd alaris¿ pump module smartsite¿ infusion set tubing at the inter-chamber area, with the tubing forming an aneurysm, causing blood to back up into the entire system". The following information was provided by the initial reporter: we recently had a malfunction in our alaris tubing at the inter-chamber area, with the tubing forming an aneurysm, causing blood to back up into the entire system...